Event description:
It was reported that the roller of a solution administration set was missing from the roller clamp. The reported condition occurred prior to patient use. Therefore, no patient injury/adverse events, nor medical intervention in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The customer reported that the roller was missing at the roller clamp. One sample in an open pouch was received for evaluation. Visual inspection revealed that clamp frame was short moulded and roller was missing from the clamp. The root cause for this reported non-conformance may be attributed to short moulding of the clamp frame. If additional relevant information is received, a follow-up will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.